Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that while deploying the stent, the stent delivery system's balloon ruptured during the first inflation at 12 atm. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors. There was no report of any leaks noted during product preparation, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices, the tortuous and calcified lesion or the stent implant, such that the balloon ruptured upon inflation attempt during the procedure. A definitive cause for the balloon rupture cannot be determined, but there is no indication of a product quality deficiency.